Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the device underwent visual inspection. Upon inspection, the reported white foreign matter was observed on the catheter. Based on testing of a returned device with similar attributes, the material on the device is likely 4311 loctite adhesive that is blooming due to the adhesive used to glue the handle not being fully dry when the product is packaged. This device was sent to the supplier for additional investigation. The supplier analysis confirmed the results of the boston scientific's findings that the powder was due to adhesive blooming on the device. Initial reporter phone (B)(6).

Event description:
It was reported that a farawave ablation catheter 31mm during preparation presented powder on the handle. There is no information about how the issue was solved. The procedure was completed without patient complications. The device is expected to be returned. It was further reported that the issue was solved by replacing the device

Event description:
It was reported that a farawave ablation catheter 31mm during preparation presented powder on the handle. There is no information about how the issue was solved. The procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone: (B)(6).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone (B)(6).

Event description:
It was reported that a farawave ablation catheter 31mm during preparation presented powder on the handle. There is no information about how the issue was solved. The procedure was completed without patient complications. The device is expected to be returned. It was further reported that the issue solved by replacing the device.